Event description:
The customer obtained a discordant falsely elevated human chorionic gonadotropin (hcg) result on the immulite 2000 xpi instrument. It is unknown if the discordant result was reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer noted that repeat results were lower and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated hcg result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). A customer service engineer (cse) was dispatched to the customer site. The cse checked the positions of the sample pipettor and reagent pipettor, sample diluter, reagent diluter, photomultiplier (pmt) shutter, tube lifter, and quality of the substrate and water. Siemens is investigating the event. MDR 2247117-2022-00003 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00004 on 18-jan-2022. Siemens reviewed additional information regarding falsely elevated human chorionic gonadotropin (hcg) results and concluded no hardware-related malfunction with the immulite 2000 xpi instrument. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. MDR 2247117-2022-00003_s1 was filed for the same event.